Manufacturer narrative:
Concomitant medical products: 305u225 tissue valve, implanted on (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient had an aortic valve replacement and the right atrial (ra) lead was accidentally dislodged during the procedure. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.